Event description:
The following was reported "checkpoint was left and closed in patient. Surgeon is removing checkpoint 2 days following the incident. Post op xray not provided. Case type / application: tha 4.1".